Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he is experiencing high blood glucose levels. Customer's blood glucose reading ranged from 400 to 500 mg/dl. Customer reported that the insulin pump alarmed lost sensor and that there issues with sensor glucose verses blood glucose differences. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issues could not be determined. Product is being returned and replaced.